Event description:
The customer reported a leak containing cleaner/diluent from the coulter lh 500 hematology analyzer. The customer indicated that the plastic laser cover was wet but could not identify the exact source of the leak. The customer was wearing personal protective equipment (ppe) including gloves, goggles, and a laboratory coat. There was no report of direct physical contact with the leak. No erroneous results were generated in connection with this event and there was no report of injury or change to patient treatment. A beckman coulter (bec) field service engineer (fse) was able to troubleshoot with the customer via the telephone. The customer found the leak was from cut tubing through pinch valve, pv49, which provides an open path for vacuum and diluent to the backwash pump, pm8. The customer replaced the tubing and the instrument ran without leaks.

Manufacturer narrative:
The customer replaced the cut tubing through pinch valve, pv49 and the analyzer ran without any leaks. (B)(4).